Manufacturer narrative:
Device evaluation: a visual analysis was performed which identified creases fold, broken shell, and observed 40 mm dark patch edge material inside device. Weight measurement of the device identified device was underweight. A microscopic analysis was performed and identified a sharp broken edge on posterior due to a surgical impact opening, stress marks, and wear abrasion. A dimensional measurement in the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment was a sharp broken edge on posterior due to a surgical impact opening.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.